Manufacturer narrative:
(B)(4). Per service order (B)(4), the expired battery was replaced and a complete performance and function test performed. (B)(4).

Event description:
On (B)(6) 2012, a rotaflow system (console serial number (B)(4) and drive serial number unknown) was in-use during transporting of a patient at (B)(6) when the battery died after 30 minutes of use. (B)(4).